Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient experienced wound dehiscence and the pump had eroded through the patient's skin. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient's pump was evaluated in the emergency room (ER) and the patient was scheduled for a pocket revision and the pocket was cleaned and revised. The pump remained implanted and was delivering therapy. The issue was considered resolved.